Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. No motor error alarm noted and the motor passed motor test. The insulin pump passed idle current, run current and displacement tests. Unable to perform self-test, off no power test, a21 error test, occlusion test and prime test. No delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.